Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) was exhibiting oversensing with diverted shocks. The ICD was also exhibiting inhibition of the pacing output.